Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-1789. It was reported the pt noted a scab and swelling at one of his supraorbital lead sites (off label use). The pt was evaluated by his physician who stated there was a possible infection. The pt was referred to a different physician and was admitted to the hosp. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.